Event description:
Customer reported getting erratic readings from their freestyle meter. The customer performed comparison tests with the freestyle meter and results were 102 mg/dl vs 88 mg/dl, and 26 mg/dl.